Event description:
A hospital in (B)(6) reported via a distributor that the water feed tube of an mr290v humidification chamber was pulled a bit during setup and became detached from the chamber. This event occurred before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned mr290v humidification chamber was visually inspected for a loose waterfeed set. Results: the waterfeed set was easily removed from the chamber. There was no glue on the chamber dome to hold the waterfeed tube in place. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the waterfeed set is attached to the humidification chamber by an automated gluing process. It is likely that the gluing machine had run out of glue without being noticed by an operator. The gluing machine has an automated warning system that informs the operator that the glue has run out. However, it was not working at the time of the incident. This has since been remedied on the gluing station and the warning light is now operational. The operators have been made aware of the issue. (B)(4).